Manufacturer narrative:
H.6. Investigation: bd received 7 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "laboratory safety officer is reporting that they take off the cap to check for clots and then putting the cap back on, but that the cap is coming off of the during the centrifugation process. 3/31/2021 spoke with the customer, the lab safety officer. He stated that this issue was brought to his attention. It is happening in 2 sites with the same lot #. The staff remove the cap to check for clots and put them back on, and centrifuge the tubes. The caps are coming off in the centrifuge, and blood is splattered in the centrifuge. So far, there has not been any blood exposure to staff, but he is concerned that this is a safety issue. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer¿ buffered sodium citrate (9nc) blood collection tubes experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "laboratory safety officer is reporting that they take off the cap to check for clots and then putting the cap back on, but that the cap is coming off of the during the centrifugation process. On (B)(6) 2021 spoke with the customer, the lab safety officer. He stated that this issue was brought to his attention. It is happening in 2 sites with the same lot #. The staff remove the cap to check for clots and put them back on, and centrifuge the tubes. The caps are coming off in the centrifuge, and blood is splattered in the centrifuge. So far, there has not been any blood exposure to staff, but he is concerned that this is a safety issue. "